Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had gone to the office the day prior to report for a reprogramming session. It was stated no programming had been done yet but the patient had a seizure or stroke in the office. It was stated they did not know if it was related to the device and it was unknown if the patient had a history of stroke or seizure. It was noted the patient was admitted to the hospital and the patient status was unknown. It was further reported the cause of the issue was not determined. It was noted the patient was currently hospitalized.

Manufacturer narrative:
Product ID 3387s-40, lot# va0ery5, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported it was undetermined whether it was a stroke or a seizure. It was noted the patient had acute confusional state, facial droop, and slurred speech. It was noted the patient was brought by ambulance to the hospital and their symptoms improved. It was stated the patient never ¿got worked up.¿ it was stated they were discharged to the nursing home where they reside. It was noted the patient had been admitted to the hospital. It was noted the cause was not determined. It was stated it was unknown if it was device related. It was stated the patient had not recovered and the symptoms/issue was ongoing.